Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. Post procedure, on (B)(6) 2025 during device removal, the distal portion of the catheter fractured and remained within the right atrium and right ventricle. The fractured catheter segment was surgically retrieved using a wire loop (snare) introduced through the right femoral vein via catheterization. The patients current status was unknown.